Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Therefore, no root cause can be established. Provided logs confirms the reported failure.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).